Event description:
The manufacturer received info alleging a ventilator was displayed a "ventilator inoperative" message. No harm or injury were reported.

Manufacturer narrative:
During the eval of the device at the third party service center, the customer's complaint was confirmed. The ventilator's blower motor was replaced to address this issue.